Manufacturer narrative:
(B)(4). Per the ccp: they checked the hose connections, they did not hear any gas leaks, use a vaporizer, they are not using a mechanical gas flow meter as they ran gas flow from screen, they did not use the local control knobs during calibration as they used screen for calibrations, and calibration was performed immediately prior to the case, it was done initially and many times, unable to calibrate.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) was not calibrating. The device was not changed out, as they used the epgs as is and compared readings with blood gases. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified reported issue. He replaced the defective oxygen (o2) sensor and the o2 sensor calibrated. The electronic patient gas system (epgs) performs to the manufacturer's specifications. The replaced o2 sensor was sent back to manufacturer for further testing.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the returned oxygen (o2) sensor into a lab use only (luo) electonic patient gas system (epgs) and connected the epgs to a system 1 simulator and central control monitor (ccm). The epgs was connected to oxygen and air, perfusion screen was entered on the ccm and waited the 15 minute warmup period. After the 15 minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.53 volts which is within the specification of .55-2.758 volts. Initiated calibration ten more times and calibration passed every time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.